Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a left knee revision due to pain, stiffness, and decreased range of motion. The surgeon reported the tibial tray was loose at the cement to implant interface. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2016. Dor: (B)(6) 2017, left knee.